Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was experiencing noise. The rv lead was explanted and replaced with an alternate rv lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 - should have said "it was reported that the patient's right ventricular (rv) lead was over-sensing noise. During the rv lead revision procedure, it was reported that the set screw on the pacemaker stripped when the physician attempted to remove the rv lead from the pacemaker. The pacemaker and rv lead were explanted and replaced. The patient's condition was stable. " rather than " it was reported that the patient's right ventricular (rv) lead was experiencing noise. The rv lead was explanted and replaced with an alternate rv lead. The patient's condition was stable." Correction: section d10 - the concomitant medical products should be "tendril lead " rather than "assurity and tendril lead".

Event description:
Related manufacturer reference number: 2017865-2023-24805. It was reported that the patient's right ventricular (rv) lead was over-sensing noise. During the rv lead revision procedure, it was reported that the set screw on the pacemaker stripped when the physician attempted to remove the rv lead from the pacemaker. The pacemaker and rv lead were explanted and replaced. The patient's condition was stable.